Manufacturer narrative:
This event was associated with item number om-ors-320 lot number 1040522 and is associated with the potential following ors-320n non sterile microtek lot numbers, da151751, d151521, d151811, d151471, d151461, d151591, d151681, and d152461. After examining the returned device, the "hole" in question appears to be a burn hole. Based on the device history record and sample review, the non conformity does not appear to be the result of a manufacturing or material issue. Melts, though uncommon, can occur when the warmer is not draped properly, not turned off by using the power button, and/or there is insufficient fluid in the warmer basin, contrary to the operations manual, product labeling, product insert and in-service presentations. Based upon the examination of the returned product, it is concluded that this event was related to misuse by the customer and therefore no additional actions will be taken at this time.

Event description:
It was reported that solution was pooling in the machine under the drape during an aortic aneurysm repair/aortic valve replacement. The machine and drape were removed and replaced. The procedure continued without further incident. The anesthesiologist chose to re dose the patient with an antibiotic post-op per facility protocol. A medwatch has been filed for this incident by medline and the (B)(4).